Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement.

Event description:
On (B)(6) 2016, a patient was undergoing treatment of an abdominal and left common iliac artery aneurysms measuring 79.2mm ¿abdominal, 25.7mm- left iliac with gore® excluder® aaa endoprostheses. Reportedly, during the initial procedure the left internal iliac artery was embolized. The patient tolerated the procedure. The follow up images from (B)(6) 2018 revealed that the left common iliac artery aneurysm enlarged in diameter from 26mm to 36mm. No further adverse events have been reported. The event is ongoing.